Event description:
It was reported that balloon rupture occurred. The patient presented with chest pain and underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 2.50mm x 15mm emerge balloon catheter was advanced for pre-dilatation. However, on the second inflation, the balloon burst. The device was removed from the patient, and the procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.